Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "adverse event received indication poor rom, history or causative event -left knee manipulation was an outpatient procedure. Closed under anesthesia, not related to device."